Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿an infraumbilical curvilinear incision was made. The hernia sac was dissected out. A ventralex mesh was placed into the defect, and the defect was closed with multiple sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent umbilical hernia, adhesion hereby underwent laparoscopic repair with explant of ventralex mesh. Per operative notes, ¿a supraumbilical midline incision was made through previous incision site. The hernia sac was dissected out. There were dense adhesions which were taken down sharply from abdominal wall. Previously placed old mesh had been folded down off the abdominal wall. Old mesh was excised entirely. The defect was closed with sutures primarily.¿ (B)(6) 2021 - patient was diagnosed hernia recurrence.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI), d6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.